Manufacturer narrative:
According to the information provided, the perceval valve was removed to provide surgical access to the mitral valve. The removal of the device was therefore not valve related. The valve was subsequently re-implanted off-label without issue, and there were no perceived issues with the device. As per the clinical judgement of the implanting physician the event is not valve related. No device deficiency or device-related adverse event has been identified.

Event description:
A perceval pvs25 was implanted on (B)(6) 2017. Following implant of the device, moderate mitral regurgitation occurred and a decision was made to operate on the mitral valve. The perceval valve was explanted and re-implanted following the mitral procedure. It was reported that the valve did not fail and there was no problem with the perceval valve. The patient outcome was not adversely affected.

Manufacturer narrative:
Device disposition not presently known.

Event description:
It was reported that a percival implant was not successful, and that a new percival valve was implanted. Concomitant mitral valve replacement and CABG were performed. The cross clamp and pump times were 222 and 291 minutes, respectively.